Manufacturer narrative:
(B)(4). (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery-suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It is reported that the procedure was not successfully completed, that the customer used a second flap with smaller diameter, they could open it and continue treatment, which all went fine after that. No patient injury was reported.

Manufacturer narrative:
Corrected data:describe event or problem: initial report indicated that "procedure was lost" and this should have been included in the initial MDR, which it was not. Date of event: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.